Manufacturer narrative:
Voluntary medwatch report (B)(4) was received by edwards lifesciences on 03/07/2017. (B)(4).

Event description:
During transaortic inflation of the sapien 3 in the aortic position, the certitude delivery system balloon burst when fully inflated. The distal balloon flared and was unable to be retracted back into the 21f sheath. Patient was stable and team decided to go on bypass and open in order to remove the system from the ascending aorta. The delivery system lumen was cut with scissors for ease of removal. The delivery system was successfully removed and the aorta was successfully repaired with a pericardial patch. The aortic root was heavily calcified, and may have contributed to the balloon rupture. The issue with the inability to retract delivery system into sheath due to flaring of distal portion of the balloon was a concern.

Manufacturer narrative:
Pre-decontamination and preliminary evaluation was performed. The certitude was received inserted through loader and the sheath with atrion attached. Radial and longitudinal balloon burst confirmed. Guidewire lumen appears to have been cut. There was a slight compression observed on distal end of sheath. No delamination of balloon to flex shaft bond. The delivery system withdrawn through sheath and loader without difficulty. The balloon does not appear to be missing any pieces.

Manufacturer narrative:
(B)(4). The delivery system was returned to edwards lifesciences for evaluation, fully inserted through the sheath with an inflation device attached. The distal end of the delivery system was cut off. The delivery system and sheath were visually inspected and confirmed a radial and longitudinal inflation balloon burst. The guidewire lumen was cut. There was slight damage to flex shaft distal to handle likely due to packaging. There was slight compression on distal end of sheath. No balloon to flex shaft bond delamination was observed. No other abnormalities were observed on the delivery system and sheath. No functional testing was able to be performed due to the condition of the returned device (balloon burst). Dimensional inspection was performed on the relevant component features related to the reported complaint. Balloon single wall thickness measurements at different locations along both sides of the tear were taken with a digital blade micrometer. A single wall thickness deviating from the specification could have contributed to the balloon burst and could be indicative of an issue during manufacturing of the component. The measurements met the wall thickness specification. No IFU/training manual deficiencies were identified. The work orders that are the most relevant for the failure mode reported in this complaint were reviewed and did not reveal any issues that could have contributed to this complaint. Lot history review did not reveal any similar complaints for balloon - burst or delivery system ¿ withdrawal difficulty-through sheath. A review of complaint history from march 2016 to february 2017 revealed other returned complaint devices for the edwards certitude delivery system (all models and sizes) with balloon ¿ burst. The occurrence rate for balloon - burst did not exceed the february 2017 control limits for the trend category ¿balloon burst.¿ a review of complaint history from march 2016 to february 2017 revealed other returned complaint devices for the edwards certitude delivery system (all models and sizes) with delivery system ¿ withdrawal difficulty-through sheath. The occurrence rate for delivery system ¿ withdrawal difficulty ¿ through sheath did not exceed the february 2017 control limits for the trend category ¿withdrawal difficulty.¿ during manufacturing, the inflation balloon is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. The complaint for balloon - burst was confirmed based on the condition of the returned device. No evidence of a manufacturing non-conformance was identified during investigational activities. Dimensional analysis of the balloon revealed that the balloon wall thickness was within specification. A detailed root cause analysis for similar balloon burst complaints in returned devices has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product or manufacturing defect contributed to this type of event, including factors for why deployment of balloons on thv delivery systems and balloon catheters are subject to increased risk of burst in a calcified annulus. Analyses of these types of ruptures indicates that they are typically caused by puncture from calcium on the native aortic valve and/or annulus. The technical summary contains further details related to root cause analysis on balloon bursts in a calcified aortic annulus. The complaint description states that the patient had a heavily calcified aortic root. Thus, the root cause can be attributed to patient/procedural factors (calcified aortic root). The condition of the returned delivery system provides objective evidence that the complaint is not the result of a product non-conformance, but likely related to patient factors (calcified aortic root). Based on the returned condition of the device (balloon burst) and the images from the procedure, the complaint was confirmed for delivery system ¿ withdrawal difficulty-through sheath. Available information supports that the condition of the burst balloon likely resulted in difficulties withdrawing the delivery system balloon into the sheath. This scenario can cause the balloon component to drag or catch onto the sheath distal tip during retrieval and contribute to the difficulty retracting the device through the shaft. As such, the root cause for the balloon burst and delivery system withdrawal difficulty can likely be attributed to patient/procedural factors (calcified aortic root). Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Since no manufacturing non-conformances were identified in the product evaluation and these failure modes do not exceed the complaint trending control limits, a pra escalation is not required. The complaint was confirmed for balloon - burst, but no manufacturing non-conformities were found in the returned sample. Available information indicates that patient factors (calcified aortic root) may have contributed to the event. The technical summary provides a detailed root cause analysis for similar events. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the february 2017 control limits for this trend category. Therefore, no corrective or preventative action is required. The complaint for withdrawal difficulty through sheath was confirmed, but no manufacturing non-conformities were found in the returned sample. Available information suggests that procedural factors may have contributed to the events. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the february 2017 control limits for this trend category. Therefore, no corrective or preventative action is required.